Event description:
It was reported that the screw broke during the procedure, bone quality was good, bone was prepared with drilling and tapping. A fragment was left inside the bone. No more info available if secured or not. A part of the screw will be returned.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The proximal part of the interference screw returned. Device is broken off approximately 3 threads from the proximal end. There are minor gouge marks on the threads of the device. From the visual inspection of the fracture orifice, the flutes in the ID appears twisted and one side of the screw is flared out. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging while still loaded, improper bone preparation or flexing the joint during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.